Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of failed functional test to be related to the reported complaint. The instrument failed initialization when connected to the generator. Error message of ¿replace instrument¿ kept appearing after tightening the instrument on the handpiece of the generator. The self-test was never completed. The root cause of the failure could not be determined. Failure analysis found the secondary failure of broken instrument blade to be related to the reported complaint. The blade broke at roughly 0.27¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken blade was typically attributed to mishandling or misuse. A review of the provided image is consistent with the alleged complaint of broken blade. The root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. A review of the instrument log for the harmonic ace instrument (480275-08/l902108100242) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 0 use remaining after this last usage. This complaint is being reported based on the following conclusion: it was alleged that the harmonic ace instrument blade broke off and fell inside the patient during a da vinci-assisted surgical procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported that the harmonic ace instrument could not be recognized. Then, the harmonic ace instrument head fractured and a fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and the customer did notice damage, however they stated that "nothing unusual was found." The fragment fell into the patient while the surgeon was dissecting. There were no issues identified with the functionality of the instrument during the procedure. The instrument did not collide with any other instruments or hard material as well. However, the customer did report that a tip collision occurred and a fragment fell off the instrument. The customer felt resistance when removing the instrument from the cannula prior to the issue occurring. Upon final removal of the instrument from the patient, the customer did not feel any resistance through the cannula, there was no cannula damage noted, and no other damage was found to the instrument. No additional surgical procedures nor post operative tests were required to address the issue. The fragment was retrieved and there was no report of patient injury. The patient did not return to the hospital for any complication after the procedure. The customer indicated that the harmonic ace instrument is not available for isi evaluation.